Event description:
Customer reported the left monitor went black during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hv regulator pcb, generator driver pcb, filament driver pcb, snubber kit and inductor l1. Performed generator calibration. System operates as intended.